Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tnl and a result of 0.86ng/ml was obtained. The result was reported out of the lab and questioned by a physician. The original sample was re-tested for accu tnl twice and two (2) results of 0.03ng/ml were obtained. On the same day, a fresh sample was collected from the patient and tested for accu tnl; the result was 0.03ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc and system check data was within specifications. The samples were collected in greiner, lithium heparin tubes with gel and centrifuged at 3,5000 rpm for 5 minutes at ambient temperature. Sample integrity was not questioned by the customer. The specimen was sampled through the closed tube accessing (act) and was not re-spun prior to repeat testing. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a major preventive maintenance (pm) to the instrument. (There is no information why pm was performed) the fse decontaminated a substrate pump as the pump looked cloudy with an orange film present. The fse verified the system was operating within specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.